Event description:
It was reported that when the devices were used during an unknown procedure, the shield would not retract and the device would not arm prior to insertion. Another device was used to complete the case. There was no consequence to the pt.